Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said, they had a lap-band to return to allergan. Follow-up findings: pfn was sent to allergan with band. Event description states: "explant." Further findings state, "explant due to pt constantly vomiting, esophagram was done, everything was normal. Problem was first observed when pt came in vomiting during visits. Replaced with a new band."

Manufacturer narrative:
Unknown. (B)(4). The access port associated with this report was not returned for analysis with the band. Based upon the implant date provided by the rptr, the connector type is either a taper I or a tapper ii. Device analysis noted, the shell/ring and band tubing were broken with striations consistent with surgical end cuts for removal of the device. The band tubing was broken in two places. The rptr of the complaint was asked to indicate the product serial number. The info has not yet been received by allergan. Vomiting is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of vomiting as follows: "pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required."